Event description:
Healthcare professional additionally reported "hole in valve."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified delamination in the diaphragm valve and wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify delamination. Based on the device analysis the final assessment is delamination of the diaphragm valve assessed as adhesive failure.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.